Manufacturer narrative:
Device passed displacement test and self test. Pump error alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03). Device communicated properly with test guardian link transmitter.

Event description:
Customer's mother reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 255 mg/dl at the time of the incident. Customer stated they were able to clear the alarm. Customer was performed self test and it was passed. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.